Event description:
It was reported that the vns patient¿s lead was protruding from his neck. The patient was admitted to the hospital for antibiotics and infectious disease consultation. The patient was referred for explant surgery but it is unknown if surgery has occurred to date. Patient manipulation or trauma is not believed to have caused or contributed to the lead protrusion. No medication changes were made that could have caused or contributed to the event.

Event description:
Additional information was received stating that the vns patient underwent surgery to explant his generator and lead on (B)(6) 2014.